Event description:
It was reported that insulin gauge on pump displayed an amount different than expected and current fill estimate remained static at 115 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support that this could occur due to large differences in measured pressures used to calculate remaining insulin and that once actual insulin amount matched static display, fill estimate would begin decreasing normally, and customer understood and acknowledged this information.